Event description:
It was observed during the device evaluation, that the subject device c-cover at the distal end was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause that led to the malfunction was unable to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device manufacture date.

Event description:
No additional information received.